Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
Doctor reports that implant at unknown tooth site could not be placed due to damaged threads. No other implant was placed during the same procedure.